Event description:
It was reported by the customer that the pyxis medstation es system pyxis is black. A customer has reported that the user experienced a delay in dispensing medication due to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that pyxis device is currently non-functional. A field service engineer determined that the drawer controller board was the source of the issue. The engineer then replaced the faulty drawer controller board with the last available board in stock. The system functioned as intended after field service engineer troubleshooted the device.